Event description:
During a laser lithotripsy of a bladder stone, the laser stopped working with interlock working with interlock light on. The co. Stated the laser may have overheated due to multile uses. The operator manual does not address the maximum number of times the laser may be fired.